Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump experienced battery depletion and repeated unexpected shutdowns, including power cycling even while connected to a charger, consistent with a device unexpected shutdown associated with the seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an insulation problem and associated component issue localized to the seal, consistent with an unexpected shutdown device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.